Manufacturer narrative:
Corrections: b5, g1, g4 (PMA/510(k)) additional information: d9, h6 the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend code are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test. The consumer used a total of three binaxnow covid-19 self-tests and each test generated a positive result. Repeat testing was performed the following day and generated negative results. Confirmation testing was performed via pcr and generated negative results. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag card self test. Repeat testing was performed and generated negative results. Confirmation testing was performed with pcr and generated negative results. No additional information, including patient treatment and outcome was provided.